Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in the range of 389 ¿ 501 mg/dl. It was reported that the infusion set was leaking. The customer declined troubleshooting for high blood glucose. The customer was advised if the set is inserted into the 2-inch area around the belly button region it may result in bent cannula. The insulin pump will not be returned for analysis.